Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the check settings alarm, due to the blank display.

Event description:
The customer called to report a check settings alarm. The customer also stated that the insulin pump shuts off occasionally. Troubleshooting was performed and the insulin pump was replaced. Nothing further was reported.